Manufacturer narrative:
Additional narrative: (B)(4). Device is an instrument and is not implanted / explanted. (B)(6). (B)(4). Device history records review was completed for part# 292.623s, lot# l027642. Manufacturing location: (B)(4), manufacturing date: jun 20, 2016, expiry date: jun 01, 2026. Non-sterile part# 292.623, lot# l009305. Manufacturing location: (B)(4), manufacturing date: jun 01, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent surgery for a tibia malleolus medialis fracture. During the procedure, the surgeon inserted a guide wire so that he could perform osteosynthesis with headless compression screws (hcs). After he checked the image, he drilled a hole around fracture portion with hollow drill. While drilling, the guide wire broke without any force. Surgeon then carefully inserted 3.0mm headless compression screws (hcs). Furthermore, he carefully inserted another guide wire to use 2.4mm hcs almost parallel, drilled a hole before cortex portion then inserted a screw. However, the second guide wire was broken it protruded through the other side. The surgeon made an additional incision (about 20mm) to remove the guide wire with kocher. Procedure was completed successfully with fifteen (15) minutes delay. Patient outcome was not provided. Concomitant devices: headless compression screws 2.4mm and 3.0mm. Hollow drill (quantity 1). This report is for one (1) guide wire. (B)(4).

Manufacturer narrative:
A manufacturing evaluation and product investigation were completed: the k-wire was returned different to the original package. The package included both pieces of the k-wire. The laser-marking was readable for identification. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified. The root cause is likely due to too much applied during insertion causing the guide wires to brake. No manufacturing related failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.